Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed : a check of reported date (06 august) is done and no flow rate of 60 ml/h is recorded on 5-6-7 august. No flow rate of 1200 ml/h also, only 1 bolus recorded, but just after actions on device done by user (stop,start). Therefore, the history data is insufficient to confirm events described in complaint. The reported device was sent back to brézins for investigation. Upon the visual check, it was found that the battery was disconnected and this axcom model is not approved and validated by fk (but no link with complaint). During investigation, infusion tests at 60ml/h was carried out during 40 hours and after 1 night of infusion, device was in flow rate selection with alarm sound, only attending validation. A little time after this, the maximum flow rate of 1200 ml/h is displayed on screen, with alarm sound, and as previous state, this flow rate is not validated (flow rate is still continue @ 60 ml/h). As at least one key is in short-circuit, switch off can't be done (battery disconnection mandatory). During internal inspection of the device, it was found that there was visible liquid traces on bottom and under the keyboard: 1 key of flow selection (up) has a contamination depot and 3 keys of flow selection (up fast, up and down) have also depots in periphery of keys. These depots have appeared probably by infiltration, because traces are visible under the keyboard after unstuck. It explains the unexpected flow change because of short-circuit, at least for one selection key. A damaged keyboard due to infiltration could explain the unexpected flow change that could potentially lead to short-circuit. Therefore, the reported event is confirmed and is due to usability. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
Customer reports the following: "the [volumat agilia] emitted a permanent alarm tone. No one was with the patient at the time. When the nurse came in, the infusion rate had changed from 60 ml/h to 1200 ml/h during operation. The entire display no longer reacted and the [device] could not be switched off. The infusion was removed and the [device] was taken out of the docking station. The alarm sound persisted and only went off when the accu was empty. This was clearly a malfunction and not user error. Fortunately, it was a liquid/electrolyte solution with no additives, so the patient suffered no further harm. The [device] was given to the in-house medical technology department for further inspection." Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.